Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room with chest pain and bradycardia. The right ventricular (rv) lead exhibited a loss of capture and high thresholds. It was also noted that the right atrial (ra) lead exhibited undersensing and unnecessary atrial pacing. The rv lead was capped and replaced. The ra lead remains in use. No further patient complications have been reported as a result of this event.